Event description:
It was reported that the device performed a reboot while in use on a pt. Afterwards the user was unable to start up the device. No injury was reported.

Manufacturer narrative:
The electronic log file was available for investigation. The recorded information indicated various unexpected power-on events which are likely related to the reported reboot but usually only occur when the device is powered on via the mains switch. For further analysis additional parts were requested (processor board and mains power switch). While the processor board was returned and tested without findings (including a long term test of more than 70 hours) the requested mains switch was not available and thus not investigated. Hence the root cause could not be determined. Any unintended restart of the fabrus will be obvious to the user as the device's instructions for use requires constant supervision and control of a qualified operator. The display will turn back and a specific tone will sound indicating the boot up procedure. The entire boot sequence takes about 15 seconds. It was recommended to replace the mains power switch as a precautionary measure.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation results will be reported in the f/u report.